Manufacturer narrative:
Concomitant: product ID neu_set_screw, product type accessory. (B)(4).

Event description:
It was reported that there was a defective stimloc screw. During the procedure it was found that one stimloc screw was not a phillips head screw and could not be deployed with the screwdriver. The device was not implanted and a different product was used. No diagnostic testing or troubleshooting was performed as it was not required. The issue was resolved but the cause was not determined. A different stimloc was used. The patient was alive with no injury and no patient symptoms were reported.